Manufacturer narrative:
(B)(4) 2011. A response from the manufacturer is pending. Device was not returned.

Event description:
This ICD was explanted because of an infection.

Manufacturer narrative:
(B)(4). Since the device was not returned, the production history and sterilization records were reviewed. The records showed the device was manufactured, sterilized and released according to applicable standard operating procedures. (B)(4): device was not returned.

Event description:
This ICD was explanted because of an infection.